Manufacturer narrative:
Voluntary user medwatch number is (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy tube insertion procedure performed on (B)(6) 2014. According to the complainant, post procedure, the internal bolster detached inside the patient's stomach. Esophagogastroduodenoscopy with retrieval was planned but was cancelled since the patient was in no condition to undergo the said procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable. Reportedly, the patient died on (B)(6) 2015 and the death was not related to the peg tube.